Event description:
Patient reported left side capsular contracture, baker grade iii, folds, lump, "left breast areola is 2x larger," and patient developed "anxiety and panic syndrome." Unspecified exams identified "turned prosthesis." Additionally, patient's "hormones are unregulated." Unknown treatment was given to address the pain and anxiety. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. Patient breastfed for a 7 month period approximately one year following symptom onset. Patient has hypothyroidism and arrhythmia.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, or corrected data: b.3, b.5, d.1, d.2, d.4, d.6, g.1, g.3, g.5, h.4. The reason for reoperation is capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported left side capsular contracture, baker grade iii, folds, lump, "left breast areola is 2x larger," and patient developed "anxiety and panic syndrome." Unspecified exams identified "turned prosthesis", "prosthesis on recall list", "physical, mental, and material harms" caused by prosthesis. Additionally, patient's "hormones are unregulated." Unknown treatment was given to address the pain and anxiety. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade iii, folds, lump, "left breast areola is 2x larger," and patient developed "anxiety and panic syndrome." Unspecified exams identified "turned prosthesis." Additionally, patient's "hormones are unregulated." Unknown treatment was given to address the pain and anxiety. The device remains implanted.